Event description:
It was reported that the patient passed away due to intracerebral hemorrhage (ich). Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of stroke, infection, and renal failure could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, infection, renal failure, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. Section 6 also provides instructions on caring for and controlling infection. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacteremia infection, fever, and fluctuated hemodynamics with ongoing treatment of continuous veno-venous hemofiltration (cvvh) leading up to the outcome. An arteriovenous malformation (avm) was not confirmed. No diagnostic testing was performed, and there was no changes in anticoagulation status at the time of the event. Antibiotics were given to the patient as treatment.